Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving saline via an implantable pump for non-malignant pain. It was reported that the patient had the pump turned off for a year with saline in it. It was noted a week ago they went to healthcare provider (hcp) who was trying to pull all the medication out of the pump but couldn't and was having a problem. They mentioned a rep was supposed to meet them tomorrow to help get the pump going. The patient was redirected to their healthcare provider to further address the issue.